Event description:
Reportedly, high atrial lead impedance was observed during follow ups both in (B)(6) 2011 and (B)(6) 2012. However, manual measurements were satisfactory (approx 650 ohm); in addition, an increase of the pacing threshold and poor sensing was also observed. The pacemaker was reprogrammed to vvi mode.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the us. Analysis is pending.